Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the ultrasound gastrovideoscope exhibited the following: the ultrasound image was an anomaly (acoustic line missing), there was damage to the ultrasound probe, the adhesive around the acoustic lens chipped, the acoustic lens peeled off, and the objective lens adhesive section was peeled off. There was no patient involvement.